Event description:
It was reported that during an ovarian cyst procedure, the staples were malformed. Another device was used to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.